Manufacturer narrative:
(B)(4). Sent: 09/13/2004. Model and lot #, is this a single use device that was reprocessed and reused on a pt?; device manufacture date, evaluation codes: information anticipated, but unavailable at this time.

Event description:
Event was reported by (B)(4).